Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown, ubd: , UDI #: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient said the recharger is not working properly. Patient said they went to charge last night and the screen was blank. Patient plugged in the desktop charger and the green light is on the dtc but the connector pin is loose. Patient tried resetting the charger but that did not resolve the issue. Patient saw the connector pin was loose and wobbly. The issue was not resolved through troubleshooting. An email was sent to the repair department.